Event description:
It was reported that the customer received a low power alert, followed by a shutdown alarm, and finally a pump reset alarm. Reportedly, the customer thought the battery was at 30% before the pump shutdown. The customer's blood glucose level was impacted (high).

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.